Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the stated reason for return, its glass front was broken. Analysis further noted the lower case was cracked, the ring attachment was bent and the battery contacts were visibly contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's display was broken. The generator was returned for service. No patient complications have been reported as a result of this event.